Event description:
It was reported that the pump was not charging, with the charging pad flashing green and not turning solid until the user tried a different wall outlet, after which the indicator became solid green and charging proceeded. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no interruption of therapy beyond the brief troubleshooting period. Investigation included technical troubleshooting and user education. Investigation of this case revealed normal device function when powered by a suitable outlet and resolution through use of an alternate power source. It was concluded that the event was related to the external power source and not to a device malfunction.